Manufacturer narrative:
No part was returned to the manufacturer for further analysis, as it was scrapped in the field. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The field service representative (fsr) could not confirm the issue as the rewarm function and the flow were normal on the cooler heater unit. The fsr removed valve 1 and disassembled. The fsr found some corrosion and debris underneath the diaphram so he replaced the valve assembly as a precautionary measure. The fsr tested the rewarm function and flow with the new valve. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cooler heater unit would not rewarm and had no flow during case. Issue occurred during the rewarming of the patient. As a result, an alternate device was employed. Change out delayed the patient from being weaned from cpb for twenty minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.